Event description:
It was reported that the lesion was in the mid right coronary artery (rca) with thrombus. Two 3.5 x 18 mm promus stents were implanted successfully with a gap between them, as they were not implanted overlapping. A reasonable result was achieved and the patient was transferred back to a room. The patient later began to experience chest pain and was taken back into the cath lab and thrombus was noted in the open section of the lesion between the stents. The thrombus was treated by implanting another 3.5 x 18 mm promus stent. No adverse patient sequela was reported. The patient is reported to be doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional promus 3.5 x 18 mm is being filed under a separate medwatch report. The reported angina and thrombosis is listed in the promus instructions for use (IFU), as a known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.